Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Date of manufacture: september 2012.

Event description:
It has been reported that the AED did not pass self diagnostic check.